Event description:
It was reported that the tip of the device broke off inside of the patient and was retrieved.

Event description:
It was reported that the tip of the device broke off inside of the patient and was retrieved.

Manufacturer narrative:
The reported tip breakage was confirmed on the returned device. Visual inspection of the sheath revealed that was a broken ceramic tip. The whole ceramic tip had broken off and was not returned with the sheath. The device history review showed no previous repairs or related non conformances. Probable root cause(s) for the broken ceramic tip are: dropping/banging of the device against a hard surface; improper sterilization methods in sum, the product was returned for investigation and the reported failure mode could be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.